Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal and requires a software upgrade. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. It was found the dso (downstream occlusion) seal was degraded. The complaint was confirmed during the visual inspection test, and the dso seal was replaced with a new one. Probable cause was that the dso seal was damaged. The performance verification test was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.